Event description:
It was reported that during transport and operating on battery, the ventilator unit alarmed battery failed (not holding charge). The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service provider (sp) inspected the device and confirmed the reported issue. The sp found the error code indicating battery failed. The sp replaced the battery to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.